Manufacturer narrative:
(B)(4). Two videos were provided for evaluation. Visual inspection of the videos revealed that the bladders of both devices were ruptured. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that the bladders of three large volume infusors ruptured. Two of the events occurred during infusion, and one event occurred during filling. Two events involved a patient with no patient consequences, and one event did not involve a patient. No additional information is available.